Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) was not entered into the pump by the user and lowest bg recorded by continuous glucose monitor (cgm) on (B)(6)2019 was 61 mg/dl. From (B)(6)2019-(B)(6)2019, user adjusted insulin duration setting between 120 and 180 minutes several times. User made bolus requests by entering units of insulin to be delivered without entering current bg or carbohydrate gram values, and while still having insulin on board (iob). At (B)(6)am on (B)(6)2019, user requested a 20 unit bolus while having 0.24 units of iob. There were no erratic basal rate adjustments. Cartridge change sequence was completed at (B)(6)pm with 10.2 units of insulin being primed through the infusion set tubing. Complaint could not be confirmed. There is no evidence that the pump experienced a malfunction or failure. It is possible the user¿s personal profile settings need adjustment. Making bolus requests without entering current bg and while still having iob could lead to a low bg event. It is possible the user over-corrected. If user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump delivered multiple boluses. Customer's blood glucose level dropped in the 50 mg/dl range and customer went to the emergency room. Tandem technical support checked pump data and verified the pump functioned as intended. All boluses delivered were requested by the user. Customer opted to leave the emergency room after 20 minutes and received no treatment. Customer addressed bg level with food.